Event description:
The customer called into customer service to report low suction on her freestyle which has caused her ducts to get clogged and she developed mastitis. She was prescribed antibiotics by her physician. Customer indicated in call that her mastitis was resolved.

Manufacturer narrative:
Attempts to follow up with the customer to get additional information are ongoing. Should additional information or the original product be received, resulting in new changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as tot he case of the event. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is high among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed p 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.